Event description:
An aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the pt had regular annual follow-up evaluations, with CT scan, which demonstrated no endoleak. A follow-up evaluation on an unknown date demonstrated an aneurysm diameter of 6.9 cm in diameter. A follow-up evaluation in 12/2002 demonstrated aneurysm enlargement to 7.2 cm in diameter. A CT scan in 12/2003 demonstrated aneurysm enlargement without endoleak. The stent graft was explanted on an unknown date. It was reported that the explanting physician noted no proximal or distal endoleaks and good incorporation of the stent graft. Lumbar arteries were noted to be feeding into the aneurysm sac. No additional sequelae were reported and the pt is reported to be fine.